Event description:
A field engineer reported evidence that an event occurred consistent with a malfunction which could cause falsely elevated troponin I results to occur. Elevated troponin I results of a certain magnitude might initiate a cardiac catheterization. There was no report of patient harm as a result of this event.